Manufacturer narrative:
The reported event of replaced iui connector, ail, inner seal was opened to document an event that the customer reported. No devices or logs were returned for investigation. An investigation can¿t be performed using the attached picture alone. No further investigation of this event is possible at this time. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 5/11/2015. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. Ca pa reference: (B)(4).

Event description:
"(Tc 08/04/2017 01:24:25 pm, (B)(4)) error code 245.3020 & 240.4150 replaced left side iui connector. Replaced fluid side sensor. Replaced ail. Replaced inner seal. Completed a new pm on alaris 8100 using the computer software, pass. Completed a functional check. "